Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015-, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy and the implantable neurostimulator (ins) was removed because it was not working; it was clarified that there was no stimulation coming from the ins. It was unknown if it was due to battery depletion or malfunction. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included post surgical neuritis and spinal pain.